Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported surgical intervention may be pending to explant the patients ipg. No further information is known at this time.

Manufacturer narrative:
The event of ipg replacement scheduled due to patient's ipg reaching end of life was reported to abbott. Patient has chosen not to pursue a replacement at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.